Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample was provided for evaluation. Upon visual inspection of the returned sample, no defects were noted. The sample was attached to observe if they would fit into the pump the tubing did not need to be stretched and there was no evidence of interference between the tubing couplers and the pump housing. To replicate the reported defect of the air-in-line alarm on the pump, the sample was attached to the pump and then tested by running therapy while staggering the rate of flow throughout the therapy. No alarms occurred during the testing of the returned sample. The sample was also leak tested with no leakages observed. A measurement of the outer diameter of the pump segment tubing was taken and found to be within specification. Based on the data from the investigation, the reported defect of air in line was unable to be confirmed. The sample also underwent piggyback testing, where it was connected to an infusion pump operating for a fifteen-minute duration. Simultaneously, a secondary intravenous (IV) line was provided by the customer and a second IV bag containing green dye was attached. No signs of backflow were observed during the investigation. The reported defect was unable to be replicated, however, due to similar complaints it is considered as confirmed. Some possible causes related to air in line alarms could be incomplete priming of the IV-line, infusion of cold solutions which may exhibit air bubbles coming out of solution as the fluid warms, incomplete filling of the drip chamber during priming, etc. An approved project is in place to further address issues with backflow. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description excessive ail no injury reported.